Event description:
The customer reported intermittency of the pads ECG. There was no report of pt involvement. The symptom persisted when using a different therapy cable.

Manufacturer narrative:
(B)(4). The customer reported intermittency of the pads ECG. There was no report of pt involvement. The symptom persisted when using a different therapy cable. The device was evaluated by philips and the reported symptom could not be reproduced. The device passed all testing. However, the therapy port was found to be worn and discolored and was therefore replaced at the discretion of the repair tech. We are unable to determine the cause of the reported symptoms as it could not be reproduced.